Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during a stone removal procedure using a laser, two stones were removed using an ngage nitinol stone extractor. Towards the end of the procedure the user detected a basket wire was broken. No part of the basket separated in the patient. A same type device from the same lot was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), quality control procedures, as well as a visual inspection and functional test of the returned device were conducted. The returned device was found to be heavily damaged: one of the basket wires was broken, with the broken ends of the wire having a melted appearance, indicating the wire broke as a result of exposure to a laser. The tubing that holds the basket wires in place were damaged. The support sheath was bowed and there were multiple kinks in the basket sheath. The handle does not actuate the basket formation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU provides the following information: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Important: excessive force could damage device. Based on the information provided, inspection of the returned device, and the results of the investigation, the most likely cause for the broken basket wire was that the wire was exposed to a laser during use, melting the wire and causing breakage. The IFU supplied with the device contains a statement to avoid contact with any electrified instrument. Additionally, the tubing that holds the basket wires in place was damaged. The support sheath was bowed and there were multiple kinks in the basket sheath. The provided information stated the device was used to remove two stones before the issue occurred, indicating the device was functional and not damaged during the initial usage. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a stone removal procedure using a laser, two stones were removed using an ngage nitinol stone extractor. Towards the end of the procedure the user detected a basket wire was broken. No part of the basket separated in the patient. A same type device from the same lot was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
G4: PMA/510k #¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.